Event description:
Info was received via medwatch report. It was reported that the procedure was being performed on a (B)(6) male pt. The event description states: the md intern inserted a femoral arrow arterial line, lot rf1035037, and the md met resistance upon attempting to remove the guidewire. The spring over the guidewire entered the body and became stuck. The guidewire was removed from the pt but the spring was left in, still connected to the guidewire. Vascular surgery was consulted and attempted to remove the spring using bedside cut down exploratory procedure. Able to remove a portion of the spring, but x-ray scan showed a small part of the spring remains in the pt. On (B)(6) 2011 - follow up info states that the catheter was being inserted for antibiotic therapy. When the wire unraveled and a cut down was done at the bedside most of the wire was removed, however, a piece was left in the pt's subcutaneous tissue because it was too close to a vessel. An ultrasound was done and showed a 1cm piece was retained. The pt was to have an MRI done but they did not proceed because of the retained wire. On (B)(6) 2011, the pt was taken to the operating room and the piece was removed. The pt was discharged on (B)(6) 2011 and will be returning for the MRI at a later date.

Manufacturer narrative:
(B)(4). Sample will not be returned.